Manufacturer narrative:
Device received with a constant blank/flashing white light on the display due to vertical cracked lcd controller electrical board. Unable to verify missing segments/partial display due to constant blank/flashing white light.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that their insulin pump's display is solid white. The customer's blood glucose level was unknown at the time of the incident. The customer stated they accidentally fell, pump was on her back pocket. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.